Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed. At the time of the report, the pelvic pain was resolving and the weight decreased outcome was unknown. The reporter considered pelvic pain and weight decreased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain female. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: new event weight loss was added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and feeling abnormal ("feeling like baby kicking") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed. At the time of the report, the pelvic pain was resolving and the weight decreased and feeling abnormal outcome was unknown. The reporter considered feeling abnormal, pelvic pain and weight decreased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain female quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received : event feeling like baby kicking was added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed. At the time of the report, the pelvic pain was resolving. The reporter considered pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain female. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.